Event description:
Info received indicates when the brake is engaged, it will not hold at the foot end of the stretcher.

Manufacturer narrative:
The tech found the set screws broken off in the hex rods. The tech replaced the hex rods and set screws to repair the stretcher.